Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one idrive ultra powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. There were no visual abnormalities noted for the handle. During functional testing, the handle successfully powered up, after which error lights were illuminated. The handle was dismantled for evaluation and a break in connection internal to the bldc board was confirmed through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, there were solid blue lights and a blinking green light on the handle. There was no patient involved.